Manufacturer narrative:
The investigation conducted by engineering to review the site's system error logs for the reported event concluded that the system did not experience any faults while in use. In addition, an isi clinical sales representative discussed the event with the surgeon and indicated that the laceration of the patient's right iliac artery was likely due to movement of the mcs instrument outside of the surgeon's view during the procedure. The surgeon has undergone additional da vinci s system training in 2009.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon activated that monopolar curved scissors (mcs) instrument while it was out of their field of view and accidently lacerated the patient's right external iliac artery. The planned surgical procedure was converted to an open procedure and the damage to the patient's artery was repaired using a primary closure technique. The patient was reported to be doing well and has not experienced any post operative complications.